Manufacturer narrative:
(B)(4).other device used:catalog # unknown, nexgen stemmed tibial component, lot # unknownthis report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Concomitant medical products: item name: nexgen all poly patella 32 mm dia 8.5mm,catalog number: 00597206532, lot number: 61665052. Item name: nexgen stemmed tibial component,catalog number: 00598004701, lot number: 61567670. Item name: nexgen lps flex articular surface size ef 12 mm,catalog number: 00596204012, lot number: 61440660. Item name: biomet cobalt hv bone cement 40g,catalog number: 402282, lot number: 599560.

Event description:
Upon receipt of additional information it has been determined that the patient was revised for femoral loosening.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a complaint history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.